Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient experienced a chronic infection including vegetation of the leads on their cardiac resynchronization therapy defibrillator (crt-d) system. The cardiac resynchronization therapy defibrillator (crt-d) system was extracted. During the extraction of the left ventricular (lv) lead, the lobes of the lead were unable to be retracted because of the adherence to the coronary sinus. The lead was cut, capped and partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.